Event description:
It was reported that the procedure was to treat a proximal left anterior descending (lad) artery. A 2.75 x 38 mm xience xpedition was implanted in the proximal lad causing a perforation. Pre-dilatation was performed with a non-abbott balloon catheter and a 3.0 x12 graftmaster was advanced to the perforation but could not cross. Several prolonged inflations of a balloon catheter led to proximal lad thrombosis which sealed the perforation. The patient developed atrial fibrillation and was treated with medication. Post procedure the patient had complete heart block and a massive myocardial infarction secondary to large lad perforation. On (B)(6) a pacemaker was placed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience xpedition referenced is being filed under a separate manufacturing report number.